Event description:
Report received of an adverse event while device was in use. The device was programmed in the pca continuous mode to deliver dilaudid 1mg/ml, with a 0.1mg/hr continuous rate, a 0.1mg pca dose, a 10 minute pt lockout, and a 2.8mg 4 hour limit. The customer reported that at 1940 on an unspecified date, the nurse noted, "the pt's breathing was really slow." The pt was treated with an unspecified dose of narcan, transferrd to the ICU for monitoring, and reportedly "did well." There were no reported adverse pt sequelae. Though requested, no additional information was provided.